Event description:
It was reported that the patient experienced low blood glucose while using the ilet system and expressed concern that the device delivered too much insulin; the device display indicated low glucose and no manual fingerstick confirmation was performed. Symptoms included hypoglycemia. Outcomes included no hospitalization or emergency assistance, with the patient self-treating with rapid-acting carbohydrates and stabilizing. Investigation included complaint intake, user troubleshooting, and education regarding hypoglycemia management and avoidance of overcorrection. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded that the event involved hypoglycemia with undetermined contributory factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.